Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent delivery accuracy testing, and the reported customer complaint was unable to be confirmed. The pump was noted to be within the control limit specification of +/- three percent and well within the published specification of +/- six percent. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump over delivered, "patient's pump finish very early". The reporter indicated that the pump was on at 1:45pm and it started beeping low at 6:30am. No patient consequences were reported. No adverse effects were reported.